Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. Despite several requests, no further information has been received. Based on the damages found during device investigation an external impact on housing was most likely the reason for the explantation. This is a combined initial and final report.

Event description:
An explanted device was received without any information.